Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked guidewire is confirmed but the root cause could not be determined. The products returned for evaluation were one 4fr sl groshong nxt catheter w/stiffening stylet and one guidewire. A gross visual inspection of the guidewire found that three areas of kinking were present throughout the length of the guidewire. Additionally, small amounts of use residue were observed throughout the guidewire, indicating that the device had at least experienced some use. Microscopic inspection of the kink location found that some of the guidewire coils near the damaged sites were misaligned. The flexibility of the returned guidewire was compared to that of a similar non-complainant unit and no difference was observed between the two. The combination of deformation and usage residues suggested that resistance during attempted use likely contributed to the damage; however, it could not be determined if any additional factor(s) also contributed. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported the guidewire was too flexible during catheter placement, resulting in multiple kinks that prevented successful catheterization.